Manufacturer narrative:
(B)(4). E7099 abc wallflex registry. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent had been implanted in the common bile duct during a stent placement procedure performed on (B)(6) 2016 as part of the e7099 abc wallflex registry : palliative treatment of biliary strictures produces by malignant neoplasms prior to curative intent surgery, with or without neoadjuvant therapy. The patient had a history of pancreatic cancer. On (B)(6) 2016, liver function tests were performed. On (B)(6) 2016, an assessment of biliary obstructive symptoms (abos) reported right upper quadrant pain, jaundice, itching and dark urine. On (B)(6) 2016, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) with study stent placement as an outpatient procedure. Imaging/ tissue sampling was performed using computed tomography (CT) scan during the ercp procedure. Endoscopic ultrasound (eus), and fine needle aspiration (fna) was performed, and revealed malignant results. The wallflex biliary rx fully covered rmv stent was deployed; initially the stent was noted to have been deployed in a satisfactory position. However, it was later noted to be of poor positioning or placement and was causing partial occlusion of the cystic duct. On (B)(6) 2016, the patient experienced cholecystitis and was hospitalized. Reportedly, the partial occlusion of the cystic duct from the implanted stent led to the cholecystitis. On (B)(6) 2016, the wallflex stent was removed and replaced with plastic stent(s). Re-stenting was not due to lack of stricture resolution. The event was considered resolved on (B)(6) 2016. On (B)(6) 2016, the patient was transitioned to palliative management due to progression of disease and did not undergo curative intent surgery. On (B)(6) 2016, the patient died from disease progression. In the physician¿s assessment, the patient's death was not related to the study stent or placement procedure.